Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2011, inratio: 3.7; (B)(6) 2011, 2.1; (B)(6) 2011, 2.3; (B)(6) 2011, 4.5. Pt's therapeutic range: 2.0-3.0 inr.